Event description:
Related MFR report: 1627487-2019-08312.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-08312. It was reported the patient went to clinic because she experienced loss of stimulation therapy from the scs system. A system diagnostics revealed multiple lead contacts with invalid impedance. Lead breakage was suspected upon x-ray examination. Surgical intervention was taken and the physician replaced both of the patient's scs leads. Stimulation therapy was successfully restored postoperatively.